Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had an infection in the ins area. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that infectious disease cleaned it out and so did the patient's sister as resolution to the infection. The stimulator was taken out and a new one was put in on the other side to resolve the infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.